Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "auotfill failure alarms" issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. The unit passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use. The full name of the event site is (B)(6) hospital.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure. No patient harm, serious injury or adverse event was reported.